Event description:
It was reported that the customer received a button error alarm on his insulin pump, after it was in the patient's backpack and it began to rain. It was advised for the patient to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 282 mg/dl, which had been treated with a different person's insulin pump. It was advised not to do this, as the settings could be different. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to moisture damage on the keypad traces. No moisture damage on the electronic assembly noted. The device was received with minor scratched at the display window, cracked case at display window corners, and cracked reservoir tube lip.